Event description:
Patient was ventilator-dependent, ventilator went into alarm state: "safety valve open". No ventilation was being delivered. Patient was immediately removed from ventilator and bagged. Ventilator turned off and on, "svo" and "back-up vent" messages appeared. No adverse effects toward patient. Evaluated by resp. Care biomed dept. Who were unable to duplicate problem. Routine checks and service were performed and ventilator was put back in service. No further problems.